Manufacturer narrative:
A impl tapered scr-v ha 3.7 mm 3.5mm 10mm (tsvh10) was returned for investigation, see attached image a073 and a074 in the complaint. Visual inspection of the as returned product identified excessive bone and fracture at the collar section. No pre-existing conditions were noted on the per. The reported device was located on tooth # 19 and was used for approximately 4 years and 4 months. Pictures or x-ray images were not provided. Appropriate documentation was reviewed. DHR review was completed for the subject lot number (63076042). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (63076042) for similar event and no other complaint was identified. Based on the available information, device malfunction did occur and the reported event was confirmed. The following sections have been updated: g7: checked "follow-up". H3: changed "no" to "yes".

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet (B)(4). Weight unknown / not provided. PMA/510k: k011028, k013227.

Event description:
It was reported that the platform of implant body was fractured at tooth location 19. The implant was removed and another implant was placed. Pain.